Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of prime had occurred which could not be duplicated during testing. A loss of prime was induced during testing, and the pump emitted the appropriate audio-visual alerts. Recurring loss of prime warnings are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012 at 1:00am and at 5:30am, the patient reported blood glucose values of 347 mg/dl and 400m g/dl with excess urination, thirst and reported feeling tired. The patient stated that she was getting repeated loss of prime since the last call to customer support (cs) on (B)(6) 2011. She stated that the reported loss of prime occurs randomly with no explanation and may have been associated with a cartridge change. The patient reportedly changed out the cartridge several times from new shipments. She denied changing out her site/set when she used the pump to bolus. There were no alarms indicated in the pump's history. The patient confirmed that the cartridge cap and battery cap were secured to the pump. She denied damage to the battery cartridge or the battery compartment and denied using expired supplies. The patient reportedly was able to prime and bolus the pump successfully. This complaint is being reported due the patient's hyperglycemic event while using insulin pump therapy, as well as the reported recurring loss of prime issues.